Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during a routine assessment in clinic, the right ventricular (rv) lead exhibited intermittent high impedance measurements and oversensing in the non-sustained ventricular tachycardia ¿bin¿. It was noted that the rv lead exhibited a fracture. During the replacement procedure, there was fluid in the pericardium on the transesophageal echocardiogram when the lead was released with the extraction tool. Due to the patient body ¿habitus¿, a pericardial tap could not be performed. Therefore, a sternotomy was completed to release the hematoma from the pericardium and repair the perforation of the right ventricle. There were fractures to the manubrium and right side of sternum during sternotomy.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricular-ventricular (v-v) events found during device interrogation. Lead trends revealed the rv pace/sense component had intermittent high impedance. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was further reported that during a routine assessment in clinic, the right ventricular (rv) lead exhibited intermittent high impedance measurements and oversensing in the non-sustained ventricular tachycardia ¿bin¿. It was noted that the rv lead exhibited a fracture. During the replacement procedure, there was fluid in the pericardium on the transesophageal echocardiogram when the lead was released with the extraction tool. Due to the patient body ¿habitus¿, a pericardial tap could not be performed. Therefore, a sternotomy was completed to release the hematoma from the pericardium and repair the perforation of the right ventricle. There were fractures to the manubrium and right side of sternum during sternotomy. The patient is a participant in a clinical study.

Manufacturer narrative:
Correction: b5 and g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.